Event description:
It was reported that a drill bit broke while doing a left total knee. No delay in surgery or adverse consequence to patient or user.

Manufacturer narrative:
An event regarding a fractured triathlon 1/8" peg drill was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection confirmed the reported fracture. An mar was performed in pr for the same lot ID indicating there were no material or manufacturing defects were observed on the fracture surfaces examined. -medical records received and evaluation: not performed as there is no indication patient factors contributed to the reported event. -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been other similar events reported for this manufacturing lot. Conclusions: the event was confirmed, the drill bit fractured. A material analysis has been performed for the same lot under pr. The report concluded there were no material or manufacturing defects were observed on the fracture surfaces examined.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that a drill bit broke while doing a left total knee. No delay in surgery or adverse consequence to patient or user.